Event description:
The user facility in (B)(6) reported the vitrectomy cutter stopped cutting during the procedure at a cut rate of 5000 cpm although aspiration was present. The cut rate was reduced to 3000 cpm and the cutter started to cut. No pt injury was reported.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.